Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe was not linear and is crushed on a part which does not allow a precise withdrawal. The following information was provided by the initial reporter, translated from french to english: the plunger is not linear and is crushed on a part which does not allow a precise withdrawal of the chemotherapy solution (vidaza).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe was not linear and is crushed on a part which does not allow a precise withdrawal. The following information was provided by the initial reporter, translated from french to english: the plunger is not linear and is crushed on a part which does not allow a precise withdrawal of the chemotherapy solution (vidaza).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-sep-2022. One photo and four samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the plunger rod damage was not observed on the samples received a root cause cannot be established and corrective actions are not necessary. A device history record review was completed for provided lot number 0280398. H3 other text : see h10.